Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. No unexpected pump error 63 alarm noted during the testing. Successfully downloaded history files using thump. However at adapt found critical alarm pump error 63 alarm date and time: 06/22/2025 10:45:49.000, hardwareerroralarm (63) file number: 2017 line number: 147 sw/hw: hw (possible hw) grouping: twi interface on main/motor processor. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no cosmetic damage found. Pump error 63 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) mmt-1880. Troubleshooting was not performed for the high blood glucose. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. No further patient complications were reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.